Manufacturer narrative:
There was an allegation of an additional questionable elecsys hcg+beta result from the cobas e411 rack analyzer. Sample 3: on (B)(6) 2026, the initial result was 6.71 miu/ml with a data flag. This result did not fit with the clinical picture of the patient, as the customer is a fertility clinic and they were expecting a negative result. The physician requested repeat testing, and the result was <0.100 miu/ml with a data flag. This was the expected result. The repeat result was reported outside of the laboratory. The reagent lot used for this sample was (B)(6). The expiration date was not provided. The investigaiton is ongoing.

Manufacturer narrative:
The reagent lot number was 83810501 with an expiration date of 31-mar-2026. The field service engineer checked the grippers, the water pressure, and the solenoid valve seals, which were all acceptable. He performed a carryover study that was within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 rack analyzer. Sample 1: the initial result was 7.18 miu/ml. This result did not fit with the clinical picture of the patient, as the customer is a fertility clinic and they were expecting a negative result. The physician requested repeat testing, and the result was <0.100 miu/ml with a data flag. This was the expected result. Sample 2: on (B)(6) 2026, the initial result was 3.88 miu/ml with a data flag. This result was questioned by the fertility clinic physician since the patient was not pregnant. The repeat result was 0.739 miu/ml, which was more in line with the clinical picture. The questionable results were not reported outside of the laboratory.